Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. On a unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery, with a 1 hr taper up and a 1 hr taper down, with a 1800ml vtbi (volume to be infused), for a duration of 12 hours, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient's wife reported the device alarmed with an 11/004 and a 09/014 service alarm code. The device as removed from the patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.